Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed leakage of blood from the non-patient needle on unspecified number of devices. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 23-jan-2025. Investigation summary: bd received four samples for investigation. These returned samples underwent visual inspection, revealing that all samples failed due to blood presence in the holder of the device. Additionally, 30 retained samples underwent functional tests to assess the functionality of the device using 10 tubes per needle. All retained samples passed these tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or leakage during the draw. Furthermore, these 30 retained samples were tested for retraction lockout functionality, and all samples passed, being properly activated with no defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer noticed leakage of blood from the non-patient needle on unspecified number of devices. No patient impact reported.